Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'main board failure' and 'no alarm', which was reproduced during service by troubleshooting the device. A failed input/ output board upon powering on was determined as assignable cause for a no-sound/distorted sound allegations. The input/ output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a main board failure, a problem with the rear case connector on the main circuit board, the customer tried replacing rear case assembly and no alarm would sound. There was no patient involvement. No additional information is available.